Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a septoplasty and rhinoplasty on an unknown date and suture was used to close the wound between the cartilage and the bone. About two to three weeks after the surgery the patient noted two white bumps forming on her nose that were very painful. The patient also noted these types of bumps on the inside of her nose. The surgeon gave her two steroid shots in this area. For two days the pain was relieved. Within two more weeks the patient noted two new bumps across the bridge of her nose. There are now four bumps that are white in color and painful when touched as well as inside her nostrils. The patient can feel the end of the stitches on the inside of her nose. The surgeon has instructed the patient to wait for the suture to dissolve. Additional information was requested.